Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was hospitalized. He did not wear any pod for the previous two days, prior to hospitalization. The patient¿s blood glucose was in the 700¿s mg/dl when admitted, he was down the 180¿s at the time of report. He was diagnosed with diabetic ketoacidosis. Treatment included an IV and insulin. His basal rate was also increased by 20%. The diabetes professional at the hospital was questioning if the pdm (personal diabetes manager) was working correctly. She stated that the patient does not enter carbohydrates into the pdm and does not bolus. She mentioned that they had watched the patient enter his blood glucose/carbohydrates and start to bolus, but when she came back the pdm had zero insulin on board (iob) and showed no bolus delivered.